Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) sensor seal bubbled, uso (upstream occlusion) seal worn, and lens scratched. Event history log checked. High alarm displayed: cassette not attached properly. Performed functional testing. Performed nda (no disposable attached) test. The pump displayed a cassette not attached properly alarm immediately during the nda test. The customer's reported problem was duplicated. The downstream occlusion sensor is defective and needs to be replaced. Replaced dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette would not attach properly to the unit. The device issue was not related to physical damage. There was no patient involvement, and no patient harm/adverse event reported.